Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code reappears, which they acknowledged.